Event description:
It was observed that during the device evaluation, the acoustic lens of the gastrovideoscope has a chip and there was a deep cut/lifting part on the probe that reached to the hard part under the pink probe coating. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the chip/deep cut/lifting on the acoustic lens could not be determined. Olympus will continue to monitor field performance for this device.